Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, not performing an x-ray immediately after the procedure to confirm device placement, inadequate fixation, implanting a damaged neurostimulator, and the patient going through an MRI have been ruled out as potential causes. However, the device was implanted at the occipital nerve which is off-label use. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 7 "the freedom pns system is not intended to treat pain in the craniofacial region." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to off-label use as the device was implanted at the occipital nerve (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their neurostimulator is close to eroding through the skin. An explant procedure was performed on (B)(6) 2025 and a new neurostimulator was implanted.